Event description:
It was reported to medtronic minimed that the customer experienced crack on the insulin pump. The customer reported no adverse event. Troubleshooting was performed. The event involved product(s) mmt-1880l. No harm requiring medical intervention was reported. The customer discontinued using the insulin pump. Mmt-1880l was requested and customer returned the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit p-cap locked properly in place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, partially broken retainer, cracked case, cracked battery tube threads, and cracked case on the battery tube side. Alleged cosmetic damage was confirmed at the battery side(cracked). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.